Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during fill 3 of 4 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated the heater bag fell and disconnected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that appeared on the home choice (hc) during fill 3 of 4. The hp stated the heater bag fell and disconnected. (B)(4) advised the hp to start over with new disposables or via continuous ambulatory peritoneal dialysis (capd). The hc was operational and a swap of the device was not necessary. (B)(4) reviewed proper procedures with the hp. There was no serious injury or medical intervention indicated at the time of the initial report.